Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2014; during the same surgery the patient was reimplanted with a new device. This report is filed april 9, 2014.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.